Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation as stated under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. We could not confirm the reported event from provided photo. The product was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 251). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Tyea-g115-28). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in china. The haptic punctured and ruptured the capsule after implanting the intraocular lens (iol) into the capsular bag, a posterior capsule rupture was discovered. It was suspected that the iol haptic had torn the posterior capsule. In this case, the rupture was relatively small, and during follow-up no vitreous prolapse, elevated intraocular pressure, or lens displacement has been observed. Close follow-up will continue. Capsular bag tear / rupture; posterior capsule rupture; problem code: a26 - insufficient device problem information.